Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had left ventricular assist devices (lvad) implanted on (B)(6) 2022. The patient completed the surgery unremarkably and was extubated. 8 hours after extubation, the patient had a cerebrovascular accident (cva) with right-sided deficits. There were no concerns regarding the pump. A review of the log files revealed the pump stabilized and functioned as intended on 24aug2022 at 1716. After the pump stabilized, there were no adverse alarm conditions.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.